Event description:
The customer contact reported no suction. During testing use at the user facility, it was reported that after the suction liner was inserted into the device, the liner fit "not firmly, but loosely" on the canister and "no vacuum is created." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.